Event description:
Caller reported an occlusion alarm that cts could not verify through the pump history. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer resolved previous occlusion events using different actions and will resume using insulin to resolve the current issue. Caller experiences frequent occlusion issues and has been referred for additional assistance.